Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was unable to interrogate. No further information was reported.

Event description:
New information states that the magnet was turned off. The patient was stable.